Manufacturer narrative:
Device monitored for several days and no blank display noted. Device passed the displacement test. Device received with normal operating current. Device passed self test. Device passed off no power test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that there is a minor crack at the top of the battery area. The customer is not calling back after receiving a new battery cap. The insulin pump will be returned for analysis.